Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported patient underwent an unknown laparoscopic vaginal procedure on an unknown date and barbed suture was used. The suture did not anchor as well when suturing the vaginal cuff. Three reverse anchoring passes were made when completing the suture run, and the suture was cut flush with the tissue. On visual inspection (with laparoscope) at the end of the case, it was noted that the final pass was no longer anchored, and a tail of the suture was now present. No patient consequences.